Manufacturer narrative:
Evaluation of the event based on manufacturing and qc procedures and history of device related to this event.

Event description:
The pathology report was repeated on 05/19/1998 showing no collagen in the thrombus that was removed.